Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post sense. It was noted a lead integrity alert (lia) for high rate non-sustained episodes and elevated sensing integrity counter (sic) had triggered due to the twos. The rv lead remains in use. No patient complications have been reported as a result of this event.